Event description:
When plugging in device, force triad read "invalid instrument". Additional handpieces were tried and same message received. A different cautery machine was brought into room and same message received. After reading manual, devices were found to be compatible with newer available software version. Device was unable to be used on patient.